Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that the lead impedance continues to rise and has spiked several times. Possible lead fracture is suspected. The lead may be replaced at the next routine device replacement but currently remains in use.

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead was high and triggered an alert. The patient will be monitored, lead integrity alert (lia) was installed on the device, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).